Manufacturer narrative:
Continued e1 (phone no.): (B)(6). Clarification section d: follow up attempts have/will be made to confirm the correct device information for this case. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "prior to surgery a breast MRI revealed the intracapsular rupture of the left prosthesis." The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, d1, d2a, d2b, d4, g4.

Event description:
Healthcare professional reported left side "prior to surgery a breast MRI revealed the intracapsular rupture of the prosthesis." The device has been explanted and replaced with non-abbvie device.